Manufacturer narrative:
Patient summary: the patient that experienced hydrocephalus was a (B)(6) female with radiation necrosis. The patient that experienced the nerve palsy was a (B)(6) male with metastatic adenocarcinoma.

Event description:
It was reported that following an ablation procedure, multiple patients experienced adverse events. One patient experienced late obstructive hydrocephalus. It was noted that the hydrocephalus developed at 1 month post-procedure. The patient had a shunt implanted and there were no neurological complications. Another patient experienced partial unilateral sixth cranial nerve palsy that improved after 3 months. There were no further patient complications reported in relation to this event.